Manufacturer narrative:
Citation: casenghi m, et al. Bailout from sinus jailing: in-series tavr-in-tavr to avoid coronary flow obstruction. Jacc: case reports. April 2021; 3(4): 678-681. Doi: 10.1016/j.jaccas.2021.02.022. Available online 21 april 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case series regarding two patients who required redo transcatheter aortic valve replacement (tavr) for severe regurgitation. Case 2: an (B)(6) year-old male patient who had undergone tavr with a 26 mm medtronic evolut r (unique device identifier number not provided) complicated by valve migration causing severe paravalvular leak (pvl) was admitted to the authors facility for refractory heart failure ten months after the initial implant procedure. Consequently, a 23 mm boston scientific lotus transcatheter valve was implanted valve-in-valve inside the displaced evolut r, which sealed the pvl. At one-month follow-up, the patient was stated to be in good clinical status. No additional adverse patient effects or product performance issues were reported.